Event description:
It has been reported that there is a patient who is implanted with triax external fixation in his humerous whose his implant has bent.

Manufacturer narrative:
The reported incident that 4 hole pin clamp, blue monotube triax ø 20mm was alleged of issue s-13 (unexpected bending during surgery) could not be confirmed based on the device returned for inspection. The bent implant was not returned for inspection. Based on investigation, the root cause may be attributed to a user related issue. The failure may have caused due to user not following the instruction for usage. Therefore, no nc has been raised. The device inspection revealed the following: visual inspection was done of the clamp and was found to be okay. The implant was not provided for inspection. Dimensional inspection: due to the nature of the complaint, a dimensional inspection was not considered necessary. Functional inspection: due to the nature of the complaint, a functional inspection was not considered necessary. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. The instruction for use (v15011 rev n 05-2016 instruments IFU ot-IFU-179) was reviewed: important information for doctors and or staff. Ensure that you are familiar with the recommended uses, compatibility and correct handling of the instrument. For your information, avail yourself of the training courses and publications offered by stryker (e.g. Operative techniques). Special comments for application always treat the instrument carefully to avoid surface damage or alterations to the instrument geometry.'' No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
It has been reported that there is a patient who is implanted with triax external fixation in his humerous whose his implant has bent.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.